Event description:
Reportedly, after firing the instrument, the anvil did not tilt, therefore the instrument could not be removed correctly. A rupture of the posterior wall occurred and another tissue resection had to be performed. Visual control showed that both tissue rings were complete, a double stapling technique was not performed.